Manufacturer narrative:
D10: 02-012-41-4040 - logic tibia traptray cem sz 4f/4t: (B)(6). 02-012-44-4013 - logic tibia implant psc insert, sz 4, 13mm: (B)(6). 02-020-11-0240 - truliant ps cem fem ps cem left sz 4: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial left total knee arthroplasty. Subsequently, the patient experienced osteolysis, polyethylene liner wear and loosening of the femoral component. As a result, the patient underwent a left knee revision approximately 4 years and 8 months after initial implantation. No further patient impact reported. No further information available.